Manufacturer narrative:
The remote service engineer (rse) previously reached out to the customer but did not receive any response. The customer is now calling back to follow-up--the customer advised the rse that the device was waiting for onsite service as the service proposal had already been received and approved. The rse then created an onsite work order (wo) for a field service engineer (fse) to be dispatched. Upon arrival, the fse confirmed the 1007 "machine and proximal pressure sensors failed" error code while performing an initial investigation of the device and replaced the power management printed circuit board assembly (pm pcba) which remediated the reported problem. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation. The customer confirmed that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received (B)(6)2023, the customer confirmed that the device was not in use at the reported time of the 1007 error code issue was discovered, and since the ventilator was not in use, it was not swapped out for another device. Additionally, the customer could not provide any patient information, and it is unknown if therapy was delayed or interrupted. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00156. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a error code 1007 ¿ machine and proximal pressure sensor failure. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.